Event description:
Additional information received indicates the surgical intervention was undertaken wherein the lead was explanted and replaced. This addressed the issue. During surgery it was found out that the lead was torn into two pieces. The breakage was at the end near the ipg and it was observed when the physician pulled the lead out of the ipg.

Manufacturer narrative:
The reported event of high impedance/fracture was confirmed. Microscopic inspection of the return lead revealed a kink on the lead body with all internal wires were broken. The cause of the reported event is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was not receiving effective stimulation. Diagnostics indicated high impedances. Reprogramming was initially able to address the issue. However, patient¿s system started to auto reduce to zero again. In turn, surgical intervention may be pending to address the issue.